Event description:
It was reported that the patient developed a staphylococcus aureus infection at the spinal cord stimulator site, the patient was hospitalized. Medication was given to the patient. Additional information received indicating that the patient was discharged on (B)(6) 2021, and the event resolved the same day.

Event description:
It was reported that the patient developed a staphylococcus aureus infection at the spinal cord stimulator site, the patient was hospitalized. Medication was given to the patient.